Event description:
In 2006, the nurse discontinued pt treatment after 24 hrs due to clotted filter. She unloaded the filter set and the access pod exploded while on the machine. No contamination on the nurse or the pt was reported. The lot no, for this set was 05f1368g.

Manufacturer narrative:
The review of our complaint file indicated that it is the first time this type of event is reported on the prisma m100 present lot 05f1368g. The access pod is working under negative pressure during treatment. In these conditions, there is no possibility that a rupture of the pod lead to an external blood leak. During unloading of the set from the machine, the pressure becomes positive in the access pod because the pump is rotating counter clockwise. The preliminary investigation of this complaint led us to conclude that the overpressure in the extra-corporeal blood circuit, in combination with either an insufficient welding of the pod, or a membrane rupture, resulted in the external blood leak reported by complainant. We considered there was no pt's safety issue because the incident occurred during unloading of the prisma set, after disconnection of the pt, which means at the end of the treatment. However, even if this incident did not represent a risk for the pt, it could have presented a risk of infection/contamination for the nurse, due to the contact with the external blood leak. For this reason, we decided to report this case as an MDR. Incidents related to potentially defective pods are being investigated by the co, together with our subcontractor (MFR of the pods) to identify the root causes and implement corrective actions. The preliminary investigations allowed us to conclude that the excessive fragility of the pods comes from a poor/insufficient welding of the retainer to the body of the pod. Insufficient welding of the pods: immediately actions were taken by gambro industries and the subcontractor to re-define the criteria to sort out the pods from the current production and reject all potentially defective units. In the mean time, our subcontractor has decided to launch the revalidation of their-sonic welding process.